Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Rec'd info, the pt experienced a lack of therapeutic benefit. Device interrogation was done and impedances showed an open circuit. Ins and lead were replaced with good outcome. No pt injury was reported and the pt recovered w/o sequela.